Event description:
Pt was revised to address a reaction to the metal-on-metal implants. The soft tissue was black, and there was a grayish milky liquid around the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.